Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right atrial (ra) lead exhibited high pacing lead impedance greater than 2,000 ohms. The patient was asymptomatic and was not pacing all the time. Sensing and capture were good and no programming changes were made. Additional information indicated that the patient is non-compliant with scheduled device checks. At this time, there is no evidence that intervention has been performed to mitigate the issue. The system remains in service. No adverse patient effects were reported.